Event description:
It was reported that the pt fell leading to a change in stimulation coverage. Eventually the pt experienced full loss of coverage. An x-ray indicated that the leads migrated. The leads were found in the implantable neurostimulator pocket. The titan anchors were without covering and one was sheared. The implantable neurostimulator leads were replaced and the product was returned to the manufacturer. The pt recovered without sequela.